Event description:
It was reported that post a successful da vinci si prostatectomy procedure, the patient returned to the hospital experiencing complications. It was discovered that the patient had a perforation in his right colon, approximately 6 cm from the caecum. It was noted that the monopolar curved scissors instrument used during the procedure was inspected prior to use. Additionally, no complications were observed by the surgeon or operating room staff with the monopolar curved scissors instrument or the tip cover accessory during the procedure.

Manufacturer narrative:
Multiple attempts to obtain additional information from the surgeon have been made, however, at the time of this report limited information has been received. The monopolar curved scissors instrument used during the procedure was returned as the surgeon requested verification that unintended electrical arcing from the instrument did not cause the patient injury. The instrument was evaluated and engineering was unable to find any evidence of arcing or melted materials. The instrument was placed on an in house test system for performance testing and no trouble was found. The tip cover accessory used during the procedure was discarded by the hospital and will not be returned. The root cause of the customer reported event cannot be determined. If additional information is received, a follow-up MDR will be submitted.